Manufacturer narrative:
On april 18, 2024, misonix® llc., a bioventus® co., received a report of an event involving a nexus® macro hook shaver + irrigation tubing kit (part number 110-31-1220, lot number 3005795) with a nexus® console (part number 100-10-0000) during a facial feminization surgery that occurred on that same date. The handpiece involved in the event was not reported. Specifically, it was reported during the procedure to shave down the mandible bone the doctor removed the handpiece and discovered a burn to the patient's lip. The doctor stated at the time that he did not believe the handpiece caused the thermal injury or if it was due to the retractor used during the time of the event. The degree of the burn was not specified. Permanent impairment to body structure or body function was not reported. Delay in treatment was not reported. On (B)(6) 2024, during a telephone conference with the representative for the case, follow up confirmed ointment was used to treat the patient's burn and the patient is currently doing well. Proper surgical technique and the warnings related to the potential for thermal injury as noted in the IFU were discussed with the surgeon. The serial number for the nexus® console® (part number (B)(4)) was not reported. The handpiece part number and serial number used at the time of the event was not reported; therefore, a complete device history record review cannot be performed. The device history record was reviewed for the nexus® macro hook shaver + irrigation tubing kit (part number (B)(4), lot number 3005795) in use at the time of the event. There were no deviations found during in-process or final inspection of the devices. Inspection and test results met misonix specifications prior to release to commerce. A review of post market surveillance data for the nexus® system did not show any significant adverse trends for thermal injury to the patient or user. The current frequency of occurrence is within the frequency in the original risk management report. There is no change to the residual risk or risk-benefit ratio of the device. Due to the nature in which ultrasonic devices transfer energy into the target tissue, thermal events may occur. The instructions for use manual (100-10-1000, revision j) for the nexus® ultrasonic surgical aspiration system contains the following warnings and cautions regarding the surgical technique and device settings required to prevent thermal injury to the patient or user: warning the nexus® ultrasonic surgical aspirator system is intended to be used in various types of invasive, surgical procedures. There may be indirect danger to the patient should the device fail during the procedure. It is recommended that the facility follows its back-up equipment protocols. Caution the system check should always be done in advance of preparing patient for surgery to minimize risk to patient in case of system malfunction. Caution it is strongly advised that a sterile backup handpiece be readily available in the operating room as insurance any contamination or malfunction of the handpiece used during surgery. Potential burn hazard warning nexus® probes have a silicone or hard plastic sheath. Compressing or bending the sheath may cause the sheath to contact the vibrating surface along the length of the probe or at the probe tip and may cause excessive heating, which may burn user or patient tissue at the surgical site. Warning excessive loading of nexus® probes at the surgical site may induce heating due to vibration and friction as target tissue is fragmented and emulsified. It is critical to manage the temperature of the probe by adjusting the irrigation, aspiration, and ultrasound settings, and surgical technique. Tissue necrosis may result if probe tip is not moved relative to tissue. A continuous, lateral sweeping motion is recommended in order to minimize contact duration with the ultrasonic probe tip and minimize heat build-up. When lateral motion is not possible withdraw and re-insert probe tip frequently. Warning contact to vibrating elements like an extension and ultrasonic probe tip may cause burns and should be avoided by all means. The handpiece should only be held at the black handpiece housing area and/or the black hard sheath. Warning a protective silicone sleeve, included with certain probe tips, reduces the risk of thermal damage but does not eliminate it. Contact with the silicone sleeve should be avoided or kept brief with minimal amount of contact pressure. Pressure and extended exposure can still result in excessive frictional heat and cause burns. Warning contact of the rigid or silicone sheaths with patient tissue under pressure, may create a burn hazard. Avoid contact of sheath elements with patient tissue under pressure. Warning probe tip temperatures may exceed the tissue necrosis point if insufficient irrigant is present at the probe tip-tissue interface. For hard tissue removal, always use the maximum irrigation flowrate that does not affect the surgical field of view, or impact surgical technique. Additional external irrigation, e.g., by administering sterile saline with a syringe over the distal probe tip portion, may be necessary for removal of very dense, hard osseous structures. Warning hard tissue applications, a minimum irrigation setting of 20 is recommended to minimize or prevent thermal injury and/or tissue necrosis. Caution insufficient irrigation and high tip pressure (loading) under extended exposure, e.g., in tight cavities, are to be avoided while removing hard tissue. It is recommended to withdraw and re-insert the ultrasonic tips (e.g., blades & shavers) repeatedly to re-establish adequate cooling and lubrication. Caution additional external irrigation, e.g., by administering sterile saline with a syringe over the distal tip portion, may be necessary when removing very dense, hard osseous structures. Caution prime the irrigation tubing prior to use. At all times ensure that the irrigation flows towards the handpiece when footswitch is depressed. If no irrigation is flowing, cease use until flow is restored. The subject disposable used at the time of the event will not be returned for evaluation. The handpiece and console used at the time of the event will not be returned for evaluation, therefore a thorough investigation cannot be conducted on the devices. The investigation has been concluded at this time. This case may be reopened if additional information is received at a later date.

Event description:
On april 18, 2024, misonix® llc., a bioventus® co., received a report of an event involving a nexus® macro hook shaver + irrigation tubing kit (part number 110-31-1220, lot number 3005795) with a nexus® console (part number 100-10-0000) during a facial feminization surgery that occurred on that same date. The handpiece involved in the event was not reported. Specifically, it was reported during the procedure to shave down the mandible bone the doctor removed the handpiece and discovered a burn to the patient's lip. The doctor stated at the time that he did not believe the handpiece caused the thermal injury or if it was due to the retractor used during the time of the event. The degree of the burn was not specified. Permanent impairment to body structure or body function was not reported. Delay in treatment was not reported.